Manufacturer narrative:
(B)(4).

Event description:
It was reported that the merlin programmer exhibited a battery longevity data anomaly. No medical intervention was performed. No patient symptoms were reported.